Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 3 years and 3 months after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (surgery to remove essure). Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('heavy menstrual bleeding'), vaginal haemorrhage ('abnormal vaginal bleeding') and genital haemorrhage ('abnormal bleeding (general)') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced any of these conditions prior to undergoing the essure procedure: severe pain, chronic back pain, chronic pelvic pain, pain during intercourse, heavy menstrual bleeding, depression, chronic fatigue, abdominal bloating, excessive weight gain, excessive rashes, dental problems, and abdominal pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("chronic back pain,lower back pain"), dyspareunia ("pain during intercourse,dyspareunia (painful sexual intercourse)"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), depression ("depression"), fatigue ("chronic fatigue"), tooth disorder ("dental problems"), pelvic discomfort ("discomfort"), dysmenorrhoea ("dysmenorrhea (cramping),painful periods,cramping"), migraine ("migraines / headache"), nausea ("nausea"), alopecia ("hair loss"), vision blurred ("blurry vision"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and menstruation irregular ("irregular periods") and was found to have weight increased ("excessive weight gain"). The patient was treated with surgery (ablation and full hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, dyspareunia, abdominal distension, abdominal pain, weight increased, rash, depression, fatigue, tooth disorder, pelvic discomfort, migraine, nausea, alopecia, vision blurred, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and menstruation irregular outcome was unknown and the back pain and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, migraine, nausea, pelvic discomfort, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. Then had surgery to remove the coils. Hysterectomy as a result of complications. Per summon: essure insertion date: (B)(6) 2011 (information transferred from deletion case: (B)(4)) discrepancy in essure removal dates : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : following events were added : abnormal bleeding (general), abnormal vaginal bleeding, dysmenorrhea (cramping), migraines / headache, nausea, cramping, hair loss, blurry vision, bladder problems or changes, urinary problems or changes, bladder infection, urinary tract infection, vaginal infection, irregular periods. Outcome of back pain, cramps was changed from unknown to recovered. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced any of these conditions prior to undergoing the essure procedure: severe pain, chronic back pain, chronic pelvic pain, pain during intercourse, heavy menstrual bleeding, depression, chronic fatigue, abdominal bloating, excessive weight gain, excessive rashes, dental problems, and abdominal pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), depression ("depression"), fatigue ("chronic fatigue"), tooth disorder ("dental problems") and pelvic discomfort ("discomfort") and was found to have weight increased ("excessive weight gain"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, menorrhagia, dyspareunia, abdominal distension, abdominal pain, weight increased, rash, depression, fatigue, tooth disorder and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, depression, dyspareunia, fatigue, menorrhagia, pelvic discomfort, pelvic pain, rash, tooth disorder and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. Then had surgery to remove the coils. Hysterectomy as a result of complications. Per summon: essure insertion date: (B)(6) 2011 (information transferred from deletion case: (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-sep-2019: all the relevant information was transferred from duplicate deleted case: (B)(4) to the current case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('heavy menstrual bleeding') and vaginal haemorrhage ('abnormal vaginal bleeding') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced any of these conditions prior to undergoing the essure procedure: severe pain, chronic back pain, chronic pelvic pain, pain during intercourse, heavy menstrual bleeding, depression, chronic fatigue, abdominal bloating, excessive weight gain, excessive rashes, dental problems, and abdominal pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping),painful periods,cramping"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2012, the patient experienced dyspareunia ("pain during intercourse,dyspareunia (painful sexual intercourse)"). In 2012, the patient was found to have weight increased ("excessive weight gain") and experienced fatigue ("chronic fatigue"), migraine ("migraines / headache"), nausea ("nausea"), alopecia ("hair loss"), vision blurred ("blurry vision"), urinary tract infection ("urinary tract infection") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain,lower back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), depression ("depression"), tooth disorder ("dental problems"), pelvic discomfort ("discomfort"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and mental disorder ("mental illness"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, dyspareunia, abdominal distension, abdominal pain, weight increased, rash, depression, fatigue, tooth disorder, pelvic discomfort, migraine, nausea, alopecia, vision blurred, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, menstruation irregular and mental disorder outcome was unknown and the back pain and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, mental disorder, migraine, nausea, pelvic discomfort, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. Then had surgery to remove the coils. Hysterectomy as a result of complications. Per summon: essure insertion date: (B)(6) 2011 (information transferred from deletion case: (B)(4) discrepancy in essure removal dates : (B)(6) 2015 discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. Discrepancy noted in date of removal (B)(6) 2015 and (B)(6) 2015. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- mental illness. Onset date of event genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, dyspareunia, urinary tract infection, migraine, nausea, dysmenorrhoea, fatigue, alopecia, vision blurred, menstruation irregular were updated. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced any of these conditions prior to undergoing the essure procedure: severe pain, chronic back pain, chronic pelvic pain, pain during intercourse, heavy menstrual bleeding, depression, chronic fatigue, abdominal bloating, excessive weight gain, excessive rashes, dental problems, and abdominal pain. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), back pain ("chronic back pain"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), abdominal pain (" abdominal pain"), weight increased ("excessive weight gain"), rash ("excessive rashes"), depression ("depression"), fatigue ("chronic fatigue"), tooth disorder ("dental problems") and pelvic discomfort ("discomfort"). The patient was treated with surgery to remove her essure coils on (B)(6) 2015. Essure was withdrawn. At the time of the report, the pelvic pain, back pain, menorrhagia, dyspareunia, abdominal distension, abdominal pain, weight increased, rash, depression, fatigue, tooth disorder and pelvic discomfort outcome was unknown. The reporter considered pelvic pain, back pain, menorrhagia, dyspareunia, abdominal distension, abdominal pain, weight increased, rash, depression, fatigue and tooth disorder to be related to essure. The reporter provided no causality assessment for pelvic discomfort with essure. The reporter commented: she sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. Then had surgery to remove the coils. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils were properly placed. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 3 years and 3 months after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (surgery to remove essure). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.